Event description:
It was reported by the sales rep that while activating the generator, a solid tone was received. A second handpiece was used to finish the case with no pt consequence. The handpiece is to be returned for analysis.

Manufacturer narrative:
Isolator torn. Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.